Event description:
The facility reported a device that was inaccurate. Although attempts were made to obtain add'l info fromthe reporting facility, details were not available. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.